Event description:
It was reported that inflatable penile prosthesis (ipp) device was removed 1 year prior in (B)(6) on unknown date due to infection. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.